Event description:
The customer's mother reported via phone call indicating that the insulin pump had a blank display. Customer's blood glucose was 8.3 mmol/l. The customer's mother stated that device was not dropped or bump and no moisture exposure. Customer's mother stated that the button of the insulin pump does look salty/corroded. The customer's mother reported battery that was removed was corroded. Customer was advised that the device would be replaced and agreed to return the product for analysis. Customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. However, a corroded battery tube was noted. The insulin pump was monitored and no blank display was noted. The insulin pump was received with minor scratches on the displaly window.